Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. A revision procedure was performed; however, during the extraction, the patient developed diaphragmatic stimulation and the lead was unable to be extracted. It was noted that the lead may have broken during the extraction process. The procedure was abandoned and the lead remained implanted. Another procedure was scheduled a few weeks later, under fluoroscopy, the lead tip was in the superior vena cava area, which could explain the muscle stimulation. This may have occurred after the previous revision procedure to extract the lead. An echocardiogram was performed to determine if there was an effusion; however, there was no evidence of effusion. The lead was then explanted.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.